Event description:
The subject device was used during a total laparoscopic hysterectomy. The ptfe pad was partially separated. It was reported that the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc). Omsc received only photos of the device and omsc confirmed that the ptfe pad of the device was partially peeled from the jaw. The manufacturing record was reviewed with no irregularities. The exact cause of this issue cannot be conclusively determined. Based on the similar cases with the same model, there is a possibility that the ptfe pad was peeled since the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.